Event description:
The customer reported that the system displayed a filament regulator error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer was restrapped. The filaments were calibrated. The system was tested and found to be working as intended and put back into service.